Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.